Event description:
It was reported that shortly after the implant of this right ventricular lead a perforation was noted through an x-ray and fluoroscopy. It was also noted that the patient experienced cardiac tamponade and a pericardiocentesis was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after the implant of this right ventricular lead a perforation was noted through an x-ray and fluoroscopy. It was also noted that the patient experienced cardiac tamponade and a pericardiocentesis was performed. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts and bends, likely related to explant damage. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.